Event description:
It was reported the patient's ipg was explanted and replaced (with a different model per the manufacturer's device record database) due to the ipg allegedly reaching end-of-life. The replacement ipg addressed the patient's issue.

Manufacturer narrative:
Results: the returned ipg successfully communicated with a test standard programmer and displayed a low battery warning message. An estimate of longevity was made using the calculator from document (B)(4) and the patient program parameters retrieved from the wdl register download. It was determined that the ipg should last for approximately 32.6 months at perception settings and approximately 7.1 months at comfort level. The ipg was implanted for approximately 32.5 months. This is considered to be normal battery depletion. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.